Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by a coroner that the customer passed away in hospital. The customer was hospitalized on an unknown date. The cause of death was pending investigation. The caller did not state whether the customer had any illnesses that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was not wearing the insulin pump at the time of death. The insulin pump had been disconnected in an unknown time period prior to passing. It is unknown if the customer was using sensors. The coroner stated the customer arrived in the morgue without an attached insulin pump, and was not aware whether the pump had become detached sometime prior to passing, or if the customer accidentally or intentionally removed the pump. The customer had arrived in the hospital with diabetic ketoacidosis and was hospitalized for a few days before they passed away. The coroner thought maybe the hospital had returned the pump to medtronic, as the next of kin did not have the pump in their possession. The caller declined to return the insulin pump for analysis.